Event description:
The customer reports: guide thru sheath crumbled at the transition.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Small traces of biological material were observed inside the sheath. Visual examination revealed that the peel-away sheath had split prematurely near the distal end. The end appeared deformed; however, the sheath was torn along the score lines. White marks were observed where the sheath began to tear indicating stress. The overall sheath length from the tabs to the distal end measured 2.76", which is within the specification limits of 2.625"-2.875" per the catheter peel-away graphic. The peel-away inner diameter measured .066", which is within the specification limits of .065"-.067" per the peel-away extrusion graphic. The split in the sheath started at the distal tip and ended approximately 9mm from the distal tip. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit provides suggested insertion techniques for the peel-away sheath. The IFU states, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The reported complaint that the sheath tore incorrectly was confirmed by complaint investigation. The sheath was returned with a split down the score line that had started at the distal end. White marks were identified on the tear, which indicate stress on the sheath. A DHR review was completed with no relevant findings. Based on the condition of the returned sheath and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: guide thru sheath crumbled at the transition.